Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): no anomalies found. Additional findings of grommet-damaged and set screw-foreign material. The device passed all lab tests. Rfr could not be confirmed. Atrial setscrew and grommet damage was possibly the result of the lead intervention.

Event description:
It was reported that the right ventricular lead was being repositioned due to dislodgment and no capture. The lead was successfully repositioned and had acceptable electrical values when connected to the analyzer. When the lead was reconnected to the chronic device there was intermittent capture. The lead was reconnected to the chronic device a second time and no capture and no pacing output was exhibited. The device was replaced and the lead is still in use. No patient complications were reported as a result of this event.